Event description:
The device reportedly gave a low battery indication while monitoring a pt and the display went blank, using all three batteries which were inserted into the device. A spare battery that was reportedly fully charged was inserted into the device with no positive affect. Treatment was continued and the pt was delivered to the emergency dept.